Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient reported that, can't even see computer screen and it is 26' away. Close vision I only had to use 1.25 readers. Close up vision is the same if not slightly worse. Additional information received and stated that, the patient¿s close vision and mid vision are now worse after implantation in eye. The patient feels like may have messed eyes up. The physician said that the lens in eye have shifted back slightly making it a plus instead of a minus and that a minus is needed for close vision. The physician suggestion was to wear readers 2.25 for computer work and 3.00 for reading or I could have lasik to fix it. That doesn't seem right. The vision for close up was blurry eye immediately after surgery. When the patient asked physician after the first follow up, physician said it was normal and takes time to focus. The patient was very upset that the doctor told lens didn't work on patient eye. The patient said vision is worse than ever. There are two medical device reports associated with this patient. This report is associated with the 2 of 2.